Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. A visual inspection of the returned trial confirms a piece of the device broke off. The broken piece was not returned with the device. The device exhibits signs of significant wear/usage. A medical investigation was conducted and confirms this case reports that a piece of the insert broke during the procedure. Per complaint details, the broken piece was able to be retrieved. The procedure was completed without patient injury or significant delay, using a backup device. Therefore, since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during tka procedure the journey uni tib tr ins sz3-4/8mm broke inside the patient. The broken piece could be retrieved from patient. No significant delay. No patient injury. There was a s&n back up device available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.